Event description:
The following was reported to gore: on (B)(6) 2018, a patient underwent evar for an aortic aneurysm using gore® excluder® aaa endoprostheses - one trunk, and two contralateral limbs. On an unknown date in 2024, the physician noticed a type 1b endoleak and aneurysm enlargement. On july 31, 2024, a reintervention occurred to treat the endoleak. Gore® excluder® iliac branch endoprostheses were placed into the 20mm contralateral limb on the right side. Endoanchors were also implanted as a preventative measure. The reintervention was successful.

Manufacturer narrative:
H.6. Type of investigation code b15: evaluation by gore imaging confirmed the presence of the type 1b endoleak, but could not determine the root cause for the adverse event. Type of investigation code b20: the device remains implanted and is not available for analysis. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Investigation conclusions code d12: it should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use, complications associated with the use of the gore® excluder® aaa endoprosthesis that may occur and/or require intervention include, but are not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.